Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. A desaturation of the patient was indicated. The final state of health of the patient is unknown. The root cause cannot be determined. The ventilator went through calibration after the issue and was working correctly. There was potential patient harm due to the desaturation mentioned.

Event description:
Please find the attached logs for zulekha c6. In which they saying. Ventilator given many errors ,loss of peep. Low oxygen. ( supply was ok). Patient desaturated and ventilation was stoped as per them - kindly check and advise.